Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient's heart rate decreased and he lost consciousness, and then went to asystole.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.